Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level of 42 mg/dl. The customer reported that they wore the sensor for approximately 24 hours and then got an error, they needed to carefully remove the transmitter. The customer did not mention any symptoms of their blood glucose levels. The insulin pump will not be returned for analysis.